Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having heart attack and difficulty breathing/short of breath. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to CPAP device's sound abatement foam. The patient alleged having heart attack and difficulty breathing/short of breath. This notification was reviewed by the pms clinical expert due to patient reporting of heart attack during machine usage and difficulty of breathing/shortness of breath. The reported events are assessed as serious injuries but not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.